Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 160 mg/dl and 88 mg/dl within 10 minutes on the accu-chek system. Reported a second, separate comparison of blood glucose results of "in the 300's" mg/dl and "100's" mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous subclavian vein. The f/g, sterling, mr, 3.0 x 20/135 (4f) balloon was used for predilatation. On the first inflation the balloon ruptured at ten atmospheres. The procedure was completed with a different device. The patient status is listed as good with no complications reported.